Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler only partially fired. The procedure was completed using same like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the ats45 device was received in good visual condition two tr45w cartridge reloads present. Cartridge (b) tr45w, (B)(4) was received partially fired 1/8 and with the lockout damaged. Cartridge (c) tr45w, (B)(4) was received fully fired and with the lockout damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis showed that the ats45 device was received in good visual condition two tr45w cartridge reloads present. Cartridge (b) tr45w, (B)(4) was received partially fired 1/8 and with the lockout damaged. Cartridge (c) tr45w, (B)(4) was received fully fired and with the lockout damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.